Manufacturer narrative:
H4: february 11, 2016. February 12, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye noted a ruptured bladder. The ruptured bladder was microscopically examined with no abnormalities were found. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor bladder ruptured. This was found during filling. The folfusor was filled with 95 ml of fluorouracil diluted with 2ml of non-baxter product. There was no patient involvement. No additional information is available.